Event description:
It was reported that: "patient had trouble with range of motion. Surgeon said excessive scar tissue has limiting range of motion. Cleared out scar tissue. Re cut patella, re cut tibia and exchanged insert."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.